Event description:
It was reported that during bronchoscopy with ebus (endobronchial ultrasound bronchoscopy) procedure, puncture of the lymph nodes with the vizishot2 flex needle 19g was performed and during removal of the needle from the bronchoscope to secure the sample, when tried to extend the needle, there was a backpressure, which made it difficult to extend the needle. According to the reporter, it is only possible to extend with increased force. When the customer checked the needle before the next puncture, a round small metal tube, movable, like a spring as describe by the customer was found came out from the puncture needle. According to the reporter, the needle was no longer used. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been received by the legal manufacturer for evaluation. The cause of the reported issue is unknown at this time. Additionally, follow ups are in progress to gather additional information regarding the event reported. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device evaluation was completed. It was confirmed that the stylet and stylet wire were present. The biopsy adapter valve and stopcock and syringe were not returned. The handle is in good condition, without physical damage. The handle lock is present and is able to slide and lock into position as intended. When fully extended, the needle extends within the tolerance. When extending the needle, there is resistance. It is observed there is dried blood in the sheath/needle, consistent with usage. It is also observed that the pebax is bunched and torn, with all pebax appearing to still be present but in damaged condition. The sheath adjuster screw is able to rotate, and lock into all positions as intended. The connecting slider is able to slide back and clicks into each position. The needle tip is sharp and in good condition. The distal hypotube is not on the distal end of the device. It was returned in a separate container. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed failure is a known event likely resulting from forcing the device through resistance. The following information is stated in the instructions for use: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device.